Event description:
The patient contacted animas on (B)(6) 2012, and reported the down arrow keypad button required multiple presses to elicit a response, would stick then scroll screens. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): testing confirmed that there are intermittent responses to button presses on the 'down' arrow button. Multiple button presses requiring increasing force are required before the 'down' arrow button will engage. The 'down' button is also hypersensitive and scrolling in response to button presses. No visible damage on the keypad which was removed for investigation. Contamination was present under the contacts of all buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.